Event description:
It was reported that that patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336700, model:sc-8336-70, serial: (B)(6), batch: 20227312.